Event description:
It was reported that there was fluid remaining in the secondary bag when the infusion should was expected to be completed. The pump was reprogrammed twice to ensure the content of the secondary bag infuse completely. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.